Manufacturer narrative:
The motor error alarmed during rewind due to motor encoder signal out of phase. The pump was unable to perform the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test due to motor error alarm. There was no blank display during testing. There was no damage found on lcd isolation tape noted. The pump was received with cracked reservoir tube lip and scratched reservoir tube window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call of issues with customer's insulin pump. The wife states they had blank display. The wife states the customer had inside an MRI machine. The wife states the pump did not power back on. The customer's blood glucose level was 260mg/dl. The customer was advised the pump would be replaced and returned for analysis.